Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that a shaft break occurred. A patient underwent cardiac catheterization in the hemodynamics room after an 85% stenosis was found in the proximal section of the anterior descending artery (ada), which was moderately tortuous and moderately calcified. Coronary angioplasty was performed to address the obstruction. Initially, a 6f guide catheter was selected, followed by a 0.014-inch samurai guidewire to successfully cross the arterial lesion. For pre-dilation, a 2.0 x 15 fg emerge balloon catheter was advanced to expand the artery before further treatment. However, while advancing the balloon, the distal shaft broke. The fractured device was removed intact, and the procedure was successfully completed using an alternative device. Throughout the intervention, no complications were reported for the patient.